Manufacturer narrative:
Citation: dolmatova e et al. Extracorporeal membrane oxygenation in transcatheter aortic valve replacement. Asian cardiovasc thorac ann. 2017 jan;25(1):31-34. Doi: 10.1177/0218492316683061. Epub 2016 dec 5. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the outcomes of patients requiring extracorporeal membrane oxygenation (ECMO) support during transcatheter aortic valve replacement. All data were collected from a single center between april 2012 and december 2015. The study population included six patients and was predominantly female with a mean age of 82 years. Of those, one patient was implanted with a medtronic corevalve transcatheter valve and five patients were implanted with non-medtronic transcatheter valves. No serial numbers were provided. Among all patients, two in-hospital deaths occurred. In the first case, the patient¿s hospital course was complicated by aortic annulus rupture and subsequent tamponade. ECMO was initiated to provide temporary cardiorespiratory support and maintain hemodynamic stability. However, the patient¿s family wished to withdraw ECMO support, which resulted in the patient¿s death. In the second case, the patient developed hemopericardium and hemodynamic instability and was placed on venoarterial ECMO. After further evaluation, the cause of the hemopericardium was found to be a myocardial perforation requiring left ventricular patch repair. Due to hemodynamic instability, the patient remained on prolonged ECMO support for 15 days, but ultimately died from multi-organ failure 2 days after weaning from ECMO. The type of transcatheter valve implanted in these two patients was not reported. Based on the limited available information, medtronic product was not directly associated with the two deaths. Among all patients, adverse events included: rescue ECMO was required for hemodynamic instability or decline due to ventricular fibrillation (1), respiratory failure (1), left ventricular wall rupture (2), and aortic annulus rupture with tamponade requiring emergency left thoracotomy with surgical drainage of effusion followed by valve-in-valve implantation, which successfully sealed the annular leak (1); conversion to open-heart surgery (3); paravalvular aortic insufficiency (1); intra-aortic balloon pump support (1); major bleeding (3); and left main coronary artery impingement (1). Based on the limited available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.